Event description:
I felt palpitations, lightheadedness and almost passed out. This was not the first time this has happened to me since the ICD has been implanted. It has happened at least six times since november. Also, I have constant pain in the area of the implant. It feels like it is moving when I am walking, it is even worse when I am walking on uneven ground. If I roll over in my sleep onto my left shoulder, I wake up because the pain is intense. I have been told that it will get better but it has not. None of the problems are recorded on the ICD. Each time the ICD is checked by medtronic I am told that it is working fine. I was also told that it does not record between 60 bpm and 150 bpm. This is not what I was told before the implant was performed.